Manufacturer narrative:
One device was received for investigation. Visual and functional testing were conducted. The circuit was connected and fail the test, the failure mode is confirmed, as well the capacity to defect. Root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from molding and assembly process. Therefor the damage (cut) was after the product left manufacturing facilities. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process. A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that during the pre-use check, leakage of air from the product was observed. No patient injury reported.

Manufacturer narrative:
UDI in section is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.